Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event (b5). No further information was provided by the customer.

Event description:
The customer further reported the reported "only shows green image" defect was found during testing before use.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue and based on previous investigations, the potential cause can be attributed to the following: 1. Cable pins of odu (video) connector are too small for shield cables. 2. Sealing compound within video connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines and the manufacturing process for soldering process between joints and video plug have been updated and improved. Olympus will continue to monitor the field performance for this device.

Event description:
Olympus was informed by the customer that the endoeye high-definition ii, autoclavable video telescope ¿only shows green image¿. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center and the customer¿s reported problem was confirmed/reproduced, the image is green in color. The colored image problem was isolated to a defective video cable unit. The investigation is still in progress as the device was forwarded to the legal manufacturer for further investigation. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.